Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated an organ that required additional surgery. Additional information received which indicated that this lead come loose. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated an organ that required additional surgery. As of this time, this lead remains in service. No adverse patient effects were reported.